Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit was monitored and no excessive no delivery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms and plunger rod was not working properly. The customer stated that he woke up this morning and had high blood glucose levels of 20 mmol/l. The customer reported that he had changed his infusion set and reservoir. The customer stated that he has treated his blood glucose with insulin pump. Troubleshooting was performed related to no delivery alarm. The customer stated that the insulin did not exit during the manual prime. The customer was advised to replace out the insulin pump. Product is expected to return for analysis.